Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the customer wants the device to be able to record more events, and that the patient experienced three fast heart rate episodes that were not recorded by the device. The ventricular heart rate detection will be reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.